Manufacturer narrative:
Reference e-complaint:(B)(4). Additional information request *subject: report number: 1216677-2019-00272 1. Please confirm or provide the model, lot, serial, and/or catalog number(s) of the device listed in the above listed medical device reports as applicable. 1216677-2019-00272 - model catalog number: ons1733ll lot/serial number: (B)(6) 2. Please provide the total number of devices manufactured, distributed and, if available, used per year over the last three years for the medical device identified in the medical device report. Please indicate the proportions distributed in the us and outside the us. Lot # # devices manufactured units distributed us ous 2168 1600 1600 970 630 over the last 3 years from june 1, 2018 to may 31, 2020, (B)(4) units of the ons1733ll have been distributed globally. 3. Please provide a copy (or electronic location) of all current labeling for the device, including directions for use, caution statements, technical manuals, and product performance reports. This information can be found at the following locations; https://fertility.coopersurgical.com/wp-content/uploads/single_lumen_IFU.pdf wallace single lumen oocyte recovery systems - coopersurgical fertility companies 4. Please identify the exact location in the labeling where users are warned of steps to take to prevent the "incorrect usage" of the device and subsequently causing excessive bleeding to the patient from occurring, and/or how to mitigate the problem should it occur. The following warning with the instructions for use (IFU) provides guidance on the correct application of the device to prevent tissue damage. Subsequently, section 12 provides the following guidance to mitigate the problem should it occur. 5. Please provide any evaluation of the event described in the medical device reports by the attending physician, surgeon, hospital representative or health care professional. Based on subsequent communications with the account, the excessive bleeding was not associated with the needle quality. 6. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device reports are or are not attributable to the devices. 1216677-2019-00272 - a review of a 2-year complaint history did not show similar reported complaint conditions, other than these reported by the same facility. The evaluation found that the device history record (DHR) for this lot displayed no abnormalities. A visual inspection of the returned product found imperfections in the needle in the form of bends. However, a functional evaluation of the product returned against this complaint found it to meet quality release specifications for needle penetration force testing. Although a secondary condition unrelated to the reported condition was noted, where the product presented a reduction of the aspiration tubes inner diameter, having no influence on patient safety, being addressed through product enhancements. The investigation concluded that excessive bleeding was not associated with the quality of the device, as confirmed by the account. 7. Provide testing completed during device design that validates these oocyte recovery needles meets the needs of the user. The 5 year shelf life study for the product documented under eng-test-10606-r2, revision a, effective january 31, 2019 was developed based on customer requirements, which includes needle penetration force testing to determine needle sharpness under section 4.9.10. This testing yielded an average of 1.03 newtons verified to be well below the 2.0 newton maximum penetration force specification with the sampling yielding a 1.33 cpk process capability, which is verified at manufacture during the quality control release inspection.

Event description:
Needle failed during the procedure. Patient had excessive bleeding and needed to be sent to the ER for treatment after the retrieval procedure. Ref e-complaint:(B)(4).

Event description:
Needle failed during the procedure. Patient had excessive bleeding and needed to be sent to the ER for treatment after the retrieval procedure. Ref e-complaint-(B)(4).

Manufacturer narrative:
Reference e-complaint-(B)(4). Investigation: x-initiated manufacturer's investigation, x-no sample returned and x-review DHR. Distribution history: the complaint ons1733ll was manufactured at csi on march 30th, 2019 under work order 2168. Manufacturing record review: the DHR- for this unit was reviewed and no non-conformities, related to the complaint condition, was noted. DHR can be found in the attachments. Additional inspection sampling plans were done by qc since this lot was part of the overmolding and single lumen assembly hub validations providing additional records of the compliance. Incoming inspection review: iqc-records for the needle was reviewed and no non-conformities, related to the complaint condition was noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation : evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. According to the evaluation done the excessive bleeding was not generated due to the quality of the device. There is a 100% needle tip inspection currently to detect incorrect needle quality inside de single lumen manufacturing process. Root cause: the most probable root cause is due to incorrect usage of the product. The devices complied with the quality requirements and there is not similar report complaint with this kind of problem. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further corrective action is necessary, as the complaint condition was not confirmed. Was the complaint confirmed? No.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. Reference (B)(4).

Event description:
Needle failed during the procedure. Patient had excessive bleeding and needed to be sent to the ER for treatment after the retrieval procedure. Ref (B)(4).